Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tips of two ophthalmic forceps moved to the closed position then would not reopen during a vitrectomy surgery, once after insertion into the patient's eye and once prior to insertion. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
A forceps sample was received in an inner and outer blister without the cover foil. No lot number was identified with this complaint therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. The received sample was visually inspected with the aid of a photomicroscope with various magnifications. On the sample, surgery residuals are visible. After cleaning, it was found that the tube is loose which blocked the forceps from activating. The customer¿s complaint was confirmed. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed in 2018 by the associated manufacturing site led to an improvement in the bonding process whereby an additional 4th gluing dot was applied instead of three, ensuring a better connection between tip-tube and sleeve. The manufacturing site improved the bonding process by increasing the amount of glue, adding a 4th gluing dot instead of three, ensuring a better connection between tip-tube and sleeve. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is: (B)(4).